Event description:
The patient experienced a loss of therapeutic effect and a burning sensation when urinating 6 days after implantation. Additional information was requested.

Manufacturer narrative:
(B)(4)